Event description:
Information was received from a patient's representative (nurse)regarding an external device. The reason for call was to report that the recharger won't take a charge from the desktop charger. When asked, caller said that the green light is on the ac power supply however when plugged into the recharging antenna, the screen doesn't show that it is plugged in. Caller said that they moved the cord around and said that now the screen is showing that the battery is half full and beeping every three seconds. Caller also said that the metal prong in the connector pin looks bent. The issue was not resolved through troubleshooting. Replacement request was sent to the repair department. Consumer called back and noted that they received the desktop charger but that did not resolve the issue. Request sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6) revealed frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.